Event description:
The complainant reported the physician was performing a therapeutic ercp procedure on a pt suffering with cholanglocarcinoma. After encountering a problem with a first jagwire (please reference medwatch report number 6000123-2004-00096), the dr obtained a second jagwire. The bile duct was selectively cannulated. When the dr advanced the jagwire to negotiate the stricture, partial breakage at the tip of the guidewire occurred inside the stricture, but the tip was not fully detached from the device and the physician was able to remove the jagwire as a whole unit from the pt. The physician was able to successfully complete the procedure with the third jagwire that was obtained. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.